Event description:
The reporter called and alleged a discrepant result when compared to the lab on two patients. The reported device result/lab inr was 7.3/4.8 and 5.4/4.0. The doctor adjusted medication based upon the lab. No information was given on the second patient. The device was replaced and requested to be returned for evaluation.